Manufacturer narrative:
Allen medical sent a qa mgr and the allen sales representative to the customer site for an investigation. On (B)(6) 2009, they observed a similar case at this facility during which the same device and products were used as on (B)(6) 2009. After watching the case, it is believed that the initial event likely resulted from improper positioning of the pt on the face mask, as the pt's chin was likely resting on the plastic chin bar of the c-prone head positioner instead of on the foam face mask. No device defects were found.

Event description:
On (B)(6), 2009, an allen sales rep was contacted by a user facility with the report that a female pt had experienced a post-operative rash & bruising following a lengthy positioning case. It was later learned that the pt had developed a pressure ulcer on her chin following a 10-hour-long spinal surgery. Additional treatment is required to resolved this condition.